Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, the suture could not be cut with the knot pusher or the suture trimmer. The suture was cut by the help of a scalpel; the physician pressed down the skin surface and cut the suture, after the pressure from the skin was released, there were no suture above the skin level. Hemostasis was achieved with the proglide device suture. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.